Manufacturer narrative:
Device investigation: one used decontaminated device was returned for investigation. Under visual inspection we noticed that the writing on the pilot balloon is rubbing off. It is probable that the failure was caused by customer due to cleaning. A review of the device history records shows there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of products.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that at the first meeting of the patient and the tracheostomy team admission on the (B)(6) 2023 it was noted that pilot balloon writing was not visible. Tracheostomy tube was inserted on the (B)(6) 2023. It was only in-situ for 15 days. Tracheostomy tube was saved for reporting on the(B)(6) 2023 as patient had tracheostomy change. The event occurred in the hospital. There was patient involvement and no patient harm/adverse event reported.